Manufacturer narrative:
The pad device was installed on (B)(6) 2011. On (B)(6) 2011, the device recorded multiple events of 10 minutes duration indicating the device was switching itself on automatically. The problem with the device was attributed to a problem with the q37 transistor. The transistor was changed and the device operated to spec. The pad pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no pt involved in this event. This device malfunctioned because it was switching itself on automatically. A device switching itself on automatically, if left undetected could result in the battery becoming depleted.